Event description:
It was reported that during a hip procedure on (B)(6) 2013, the surgeon attempted several tries, but could not get the liner to lock into the cup shell. The surgeon used another liner with no further complications. No patient injury or delay in surgery were reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No further complications have been reported. (B)(4). The qa investigation highlghted that the outer spherical radius was actually undersize by 0.0022mm which should infact make the seating of the liner easier. Various scratches and marks were found on the liner, these were likely caused during the procedure. Closer inspection of the ring groove identified a small burr around the lip of the ring groove which could have had an impact on the ring seating. The liner was assembled to a shell as a functional test. It was possible to seat the liner although it was difficult to do so. The most likely cause of this complaint is the small burr produced around the ring groove. Although it was possible to seat the liner in a shell upon its return the true force required to seat the liner during the procedure cannot be replicated as the shell remains in vivo. Therefore the cause cannot be confirmed without the shell used.